Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilation using a 2.5x15 non-bsc balloon catheter, a 3.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was felt during insertion. The physician attempted to advance the device to the lesion but device was unable to cross the lesion. After device was removed from the patient's body, it was noticed that the mid portion of the stent strut was deformed. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.00x12mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Struts 1-4 from the proximal end of the stent were damaged and deformed. Strut 1 form the distal end of the stent was misaligned. The manufacturing data for this device was reviewed and there were no issues noted. The maximum crimped stent profile is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilation using a 2.5x15 non-bsc balloon catheter, a 3.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was felt during insertion. The physician attempted to advance the device to the lesion but device was unable to cross the lesion. After device was removed from the patient's body, it was noticed that the mid portion of the stent strut was deformed. The procedure was completed with a different device. There were no patient complications reported.